Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Medwatch form #0505160000-2018-8004 received via mail on (B)(6) 2018. Date of the event was (B)(6) 2018. F as specimen was being removed through device, the bag/device partially ripped. Patient status: unknown. Type of intervention: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch report #0505160000-2018-8004.

Event description:
Medwatch form # (B)(4) received via mail on 30jul2018. Date of the event was (B)(6) 2018. F as specimen was being removed through device, the bag/device partially ripped. Additional info received on august 7, 2018: did a patient injury or illness occur associated with the complaint event? No. Patient status (what happened as a result of this event?): surgery completed and patient stable. Can you identify the location of the rip? Did the sheath particulate? Unsure. Was all material retrieved? Yes. Was the device removed and replaced? Yes. How was the case completed? Device sent to manufacture.